Event description:
Caller reported that t:slim x2 pump battery would not charge despite correctly using charging equipment and various troubleshooting attempts. There was no reported adverse impact. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.